Event description:
It was reported the patient felt lightheaded and had a syncopal episode. The emergency medical technician's (emt's) reported asystole. The patient presented to the emergency room and electrocardiogram strips showed pauses. The right ventricular (rv) lead displayed intermittent capture and oversensing. The rv lead was found to be fractured at the proximal end near the device header, and the physician was able to reproduce inhibition during pocket manipulation. The lead was capped and replaced. The physician was not convinced that the event was only a lead issue so the device was also explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.